Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low c-reactive protein gen.3 result for one patient sample. The initial result was 1.35 (1.4) mg/l and was reported outside the laboratory to medical personnel. The medical personnel questioned the result as their quick crp test gave a result >100. The sample was retested and the results were 138.03 mg/l and 144.55 mg/l. A corrected result of 141 mg/l was reported to the medical personnel. There was no adverse event. The reagent lot was 138567. The expiration date was requested, but was not provided. A specific root cause could not be identified. Based on the provided data, the sample probe was partly blocked due to insufficient preanalytical handling. The gear pump pressure was adjusted and it was noted that rework of the extra wash cycles was recommended. Precision data was acceptable. Reagent performance issues could be excluded, as the repeat results on the same instrument with the same reagent pack were acceptable.